Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending artery (lad). A 10/2.50 flextome cutting balloon was selected to treat the target lesion. The procedure was for an acute myocardial infarction patient. After thrombus suction was performed, ivus was done to observe the lesion where a superficial calcification was observed. The device was then used for pre dilation; however, it was noted that the balloon ruptured on 1st inflation at 6atm for 5 seconds. The device was completely removed from the patient and the procedure was completed with a 2.75x10 flextome balloon catheter. No patient complications were reported and the patient's condition is good.